Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two parallel lacerations occurred in the middle to the lower part of the esophagus. According to the physician, the internal bolster or the loop wire might have come in contact with the esophagus during procedure. The physician also stated that there was no patient related factor such as tumor that might have contributed to the event. Thrombin was used to irrigate the affected area. The procedure was completed with this endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two parallel lacerations occurred in the middle to the lower part of the esophagus. According to the physician, the internal bolster or the loop wire might have come in contact with the esophagus during procedure. The physician also stated that there was no patient related factor such as tumor that might have contributed to the event. Thrombin was used to irrigate the affected area. The procedure was completed with this endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, two parallel lacerations occurred in the middle to the lower part of the esophagus. According to the physician, the internal bolster or the loop wire might have come in contact with the esophagus during procedure. The physician also stated that there was no patient related factor such as tumor that might have contributed to the event. Thrombin was used to irrigate the affected area. The procedure was completed with this endovive safety peg kit pull method. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 11, 2015: per the physician's assessment this was a severe (deep and long) laceration that occurred in the esophagus.

Manufacturer narrative:
Additional information: two lot numbers (16785136 and 16874138) were given for this event; however, it is unknown as to which is the correct lot number.